Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The account reported the patient expired. The patient had been living in a different country for over a year and have no information could be provided about the death. There is no indication the device will be returned for evaluation. No further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s expiration and (B)(6) cannot be conclusively determined. The account communicated that the patient expired on (B)(6) 2019. No alarms, clinical symptoms, or device-related issues were reported in association with the event. The patient had been living in a different country for over a year prior to their expiration and the account has no further information regarding the event. If heartmate 3 lvas, serial number (B)(6), is returned, this complaint will be reopened and the device will be evaluated. The heartmate 3 lvas instructions for use lists all adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.